Manufacturer narrative:
The reported field event of a set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and a torque driver was able to engage, tighten, and loosen all set screws normally. The cause of the reported anomaly could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during generator change procedure when lead was removed from device header, pin appeared to come out but conductor wire was stripped resulting the lead to be cut. The lead was then replaced with a redundant epicardial lead. The procedure was completed and patient was fine.